Event description:
It was reported that this was a percutaneous vertebroplasty (t12) for osteoporotic vertebral fracture on (B)(6) 2024. In the surgery, when attempting to stir the monomer liquid in the cement mixer of the cement in question, the handle stuck and prevented stirring. A spare product was used. There was no impact on the patient. The surgery was completed successfully with no surgical delay. No further information is available. This report is for one (1) vertecem v+ cement kit. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h4, h6: device history record (DHR) review conducted: part # 07.702.016s lot # 3h53611 manufacturing site: werk selzach logistik release to warehouse date : 15.aug.2023 expiration date: 01.aug.2026 supplier: (B)(4), a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.